Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report that the lens got stuck in the injector. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward at the plunger head. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the lens getting stuck in the injector. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in may 2022. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, intraocular lens (iol) got stuck in the injector. Additional information has been received stating lens was loaded right before implantation. Loader did not catch lens as it was advancing while implanting lens, lens was not inserted and was remained in delivery system. The procedure was completed on same day.